Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed noise on the right ventricular lead. The noise could be reproduced in the clinic with arm movement. All other electrical measurements were normal and within range. The patient was asymptomatic to the event. No intervention was performed the physician elected to monitor the patient with routine follow-up.